Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4, the device manufacture date should be 24-sep-2020. Based on the results of the investigation, the ¿foreign material came out of the nozzle¿ was confirmed. It could not be specified what the foreign material was and the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was unknown whether the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): the instruction manual operation manual ¿gif-1200n, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the device evaluation, it was noted that there was air/water leakage from the air/water channel, the customer reported issue was confirmed. Additionally, the nozzle had foreign objects within the channel due to insufficient cleaning. The nozzle was observed to be clogged. Due to clogging of the nozzle, no air was fed. Due to clogging of the nozzle, no water was fed. The bending section cover (a-rubber) had a scratch. Adhesive on bending section cover (a-rubber) had a white-clouded area. On water detection sticker , dots were smudged and connected. The switch button 1 had a scratch. The switch button 2 had a scratch. The universal cord had wrinkles. The universal cord has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced air/water leakage from the air/water channel. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter coming out from the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.